Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 c-ring extends out in the path of the cautery jaws and interferes with ligation. Opened new kit to do procedure. Time added to case to open new kit. No patient harm.

Manufacturer narrative:
Tw ID# (B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Manufacturer narrative:
Trackwise#: (B)(4). Updated sections: b4, g3, g6, h2, h3, h6, h7, h9, h10. The device was returned to the factory for evaluation on 05/22/2024. An investigation was conducted on 05/28/2024. A visual inspection was conducted. Both the harvesting device and cannula was returned for evaluation. Signs of clinical use and evidence of blood was observed. There were no visual defects observed on the intact harvesting device. The cannula was observed to be intact. The returned cannula was compared to a reference cannula. The c-ring observed to be straight instead of curved upward. The c-ring was observed to be melted and transected down the center of the c-ring. The scope wash tubing and retention rib remained attached to the cannula. The scope wash tubing and the c-ring remained attached to the cannula due the presence of a retention rib. Based on the returned condition of the device as well as the evaluation results, the reported failure "material deformation; c-ring" was confirmed as well as the analyzed failure "break-c-ring" was confirmed. Specific actions for the reported failure mode are being maintained and documented under maquet's corrective and preventive action (CAPA) system. The lot #3000379867 history record review was completed. There was a ncmr, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is a relation between the batch manufacturing process and the reported failure material deformation; c-ring. CAPA 1039601 was initiated to address the reported failure "material deformation; c-ring" and product ¿evh cannula¿.

Event description:
N/a.